Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed, prompting the patient to change the batteries. Prior to that, it had alarmed about a downstream occlusion. The patient had attempted to power the pump on, but it had not worked. The battery door had been opened and closed to ensure the batteries were correctly placed. Attempts to power the pump on had been made, but the screen had only flashed briefly before turning off. Multiple attempts had been reported, but the result had been the same. The batteries had been checked again, but there had been no change. The patient had been advised to leave the pump off and call the clinic when it opened in the morning. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. The medication is 5fu, and the patient had not been affected.

Manufacturer narrative:
Updated d3 - mfg establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.